Event description:
It was reported to philips that the device had missing pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was isolated to physical damage found on connector j1 pin 8.

Event description:
It was reported to philips that the device had missing pins on the battery pca. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.